Event description:
It was reported to boston scientific corporation in 2007, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure (patient age, gender and weight are unknown) the same day. After the device was inserted along with a guidewire, pressure was applied with an alliance device, and the balloon leaked at 3 atms. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complaint sample was returned for evaluation along with the guidewire and stopcock. The balloon was found to be torn longitudinally. The device history record (DHR) was performed; no anomalies were noted. A review for similar complaints within the batch number was completed and there were no other complaints associated with this batch. The complaint root cause of this complaint can not be determined.